Manufacturer narrative:
Continuation of d10:  product ID l-envpro-16 (lot: 0011878602), product type: 0195-heart valves; implant date ; explant date product ID: envpro-16 (lot: 0011925473); product type: 0195-heart valves. Product ID: envpro-16 (lot: 0011925473); product type: 0195-heart valves. Product ID: evolutr-34 (serial: (B)(6), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), the valve dislodged into the ascending aorta. A second valve (B)(6) was loaded onto a replacement delivery catheter system (dcs) but could not advance passed the dislodged valve. The dcs was withdrawn and replaced with a non-medtronic (edwards) system. The non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other factors. In this case, a conclusive root cause could not be determined from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. A second valve was loaded onto a replacement delivery catheter system (dcs) but could not advance passed the dislodged valve. The dcs was withdrawn and replaced with a non-medtronic (edwards) system. The non-medtronic valve was implanted. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. Additional information was received that the patient was paced during the implant procedure. Additional information was received that the first valve initially dislodged into the ventricle but when trying to cross with a second system, the first valve was pulled into the ascending aorta. Additional information was received that the first valve was snared after dislodging into the ventricle.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Section references the main component of the system. Other medical products in use during the event include: product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a image review: procedural images were submitted for review. A fluoroscopic valve load inspection image was provided and confirmed a g ood load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was implanted according to best practices, and there is evidence of at least two recaptures. However, the valve appeared to be very deep with the first and second deployment attempt. On the third deployment attempt, the valve appeared to be approximately 4 mm on the non-coronary cusp in the cusp overlap view and approximately 9-10 mm on the left coronary cusp. Thus, a recapture was warranted. However, the valve was released and dislodged ventricular. Of note, medtronic recommends a target depth of 3 mm. Recapture is recommended if depth <(><<)>1 mm or >5 mm. A snare was attached to one of the paddles of the valve and a new valve was loaded. The fluoroscopic valve load inspection confirmed a good load. Evidence shows that while attempting to advance the second delivery catheter system through the first valve, interaction with the outflow of the valve was visible, and aortic movement was noted possibly due to the use of the snare. No further intervention was captured on fluoroscopy. It was reported that further attempts to advance the valve were aborted, and a non-medtronic valve was implanted. Of note, potential risks associated with the implantation of the device may include, but are not limited to, the following: valve migration/valve embolization. The patient¿s executive summary was not provided for anatomical review. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated: b5, h6, h10, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta. A second valve was loaded onto a replacement delivery catheter system (dcs) but could not advance passed the dislodged valve. The dcs was withdrawn and replaced with a non-medtronic (edwards) system. The non-medtronic valve was implanted. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. Additional information was received that the patient was paced during the implant procedure. Additional information was received that the first valve initially dislodged into the ventricle but when trying to cross with a second system, the first valve was pulled into the ascending aorta.